Manufacturer narrative:
B3 - the event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was unknown but was not thought to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) (rev. C) is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.